Event description:
The lens implant card for this cc4204bf collamer plate lens was returned without any allegation of product problem. Writing on the implant card stated "broken lens." The reporter stated the lens box was opened and it was noted that the lens was torn. The lens was not inserted and there was no patient contact or injury.